Event description:
It was reported the rigid video laparoscope displayed an unstable image. The event occurred during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, laser light cable (llk) plug of the video cable section had foreign material, outer tube was deformed, the fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the unstable image could not be identified. The most probable cause for no image is broken video cable, foreign material, deformed outer tube, damaged fiber bonding in the outer tube area (distal end) is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.